Event description:
Oversensing, noise, inappropriate shock, increased fluctuating impedance trend, high impedance, and apparent lead fracture were reported. The lead was explanted and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: distal conductor fractured; full lead in segments analyzed.